Event description:
The facility reported a fail code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.

Manufacturer narrative:
Evaluation summary: the reported of fail code 810:11 was confirmed. Inspection of the device revealed the air in the printed circuit board was out of calibration.